Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Current device location is unknown.

Event description:
It was reported by the hospital staff that the patient was experiencing controller fault alarms; the alarm would not clear. The controller was exchanged with the patient's back-up controller and a new back up controller was issued. There was no effect on the patient.